Event description:
The customer reported that during surgery, the knife blade came out of the track and was exposed. No patient injury. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.